Event description:
The manufacturer received information that during the device's evaluation at a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices, the discovery was made that the ventilator alarmed for a ventilator inoperative alarm condition. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or serious injury reported with this notification. The device was not in patient use. The technician recommended replacing the device's circuit board to address the issue. During the evaluation the device was visually inspected and there is evidence of foam degradation. There is no documentation of what component is necessary to be replaced to address the issue. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.